Event description:
Fast flow. Infused in 3.5 days instead of 7 days. Adverse event reported as diarrhea and uneasiness. Date of event: (B)(6), 2010.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and follow-up report will be filed.